Manufacturer narrative:
This case was initially received via regulatory authority FDA (reference number: mw5068633) on 17-apr-2017. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("extremely heavy menses"), uterine adhesions ("at essure removal, doctor found my uterus is attached to abdominal wall") and endometriosis ("at essure removal, doctor found two areas of endometriosis") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced menorrhagia (seriousness criteria hospitalization and intervention required), anaemia ("slight anemia during menses"), alopecia ("hair loss"), skin disorder ("skin changes") and vitamin d deficiency ("vitamin d deficiency"). On an unknown date, the patient experienced uterine adhesions (seriousness criterion medically significant), endometriosis (seriousness criterion medically significant) and device difficult to use ("removal surgery was unsuccessful"). The patient was treated with surgery (essure removal, unsuccessful) and surgery (hysterectomy scheduled, at the very least a one night stay in the hospital). Essure treatment was ongoing at the time of the report. At the time of the report, the menorrhagia, uterine adhesions, endometriosis, anaemia, device difficult to use, alopecia, skin disorder and vitamin d deficiency outcome was unknown. The reporter considered alopecia, anaemia, device difficult to use, menorrhagia, skin disorder and vitamin d deficiency to be related to essure. The reporter provided no causality assessment for endometriosis and uterine adhesions with essure. The reporter commented: essure has caused many issues. Surgery to remove was unsuccessful but led to the doctor finding my uterus attached to my abdominal wall and two areas of endometriosis and I will need a hysterectomy. Hospitalization was mentioned but not specified and/or assigned to one of the events. Quality-safety evaluation of ptc: due to no sample or valid lot number being available, the quality unit was unable to conduct a review of the manufacturing batch record or perform an investigation therefore they are unable to confirm any quality defect or device malfunction. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. The quality unit concluded a quality defect was not confirmed. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 8-may-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous consumer report, received via health authority, refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and began experiencing extremely heavy menses, whereupon she underwent an unsuccessful removal of essure. The reason for the unsuccessful removal was not reported. At surgery, she was found to have her uterus attached to abdominal wall (interpreted as uterine adhesions) and two areas of endometriosis. A hysterectomy was now planned. The events were serious due to hospitalization or medical significance. Heavy menses are anticipated in the reference safety information of essure, uterine adhesions and endometriosis are unanticipated. Changes in menstrual patterns may occur during the use of essure. This patient had endometriosis, which can be per se a cause of menstrual abnormalities. However, while the causality of endometriosis is considered unrelated to essure, in light of the reported temporal relationship a causal or contributory role of essure for heavy menses cannot be excluded (related). Concerning the uterine adhesions, given the presence of endometriosis as potential alternative cause and the otherwise limited medical information, an inherent causality of essure is considered unlikely (unrelated). This case was classified as incident because of the surgical device removal. Other events of general nature, per se non-serious, were also reported. The product technical analysis concluded an unconfirmed quality defect. Active follow-up cannot be pursued in this case, as the patient did not provide a contact address.

Event description:
This case was initially received via regulatory authority FDA (reference number: (B)(4)) on 17-apr-2017. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("extremely heavy menses"), uterine adhesions ("at essure removal, doctor found my uterus is attached to abdominal wall") and endometriosis ("at essure removal, doctor found two areas of endometriosis") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced menorrhagia (seriousness criteria hospitalization and intervention required), anaemia ("slight anemia during menses"), alopecia ("hair loss"), skin disorder ("skin changes") and vitamin d deficiency ("vitamin d deficiency"). On an unknown date, the patient experienced uterine adhesions (seriousness criterion medically significant), endometriosis (seriousness criterion medically significant) and device difficult to use ("removal surgery was unsuccessful"). The patient was treated with surgery (essure removal, unsuccessful) and surgery (hysterectomy scheduled, at the very least a one night stay in the hospital). At the time of the report, the menorrhagia, uterine adhesions, endometriosis, anaemia, device difficult to use, alopecia, skin disorder and vitamin d deficiency outcome was unknown. The reporter considered alopecia, anaemia, device difficult to use, menorrhagia, skin disorder and vitamin d deficiency to be related to essure. The reporter provided no causality assessment for endometriosis and uterine adhesions with essure. The reporter commented: essure has caused many issues. Surgery to remove was unsuccessful but led to the doctor finding my uterus attached to my abdominal wall and two areas of endometriosis and I will need a hysterectomy. Hospitalization was mentioned but not specified and/or assigned to one of the events. Further company follow-up with the consumer is not possible. Company causality comment: this spontaneous consumer report, received via health authority, refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and began experiencing extremely heavy menses, whereupon she underwent an unsuccessful removal of essure. The reason for the unsuccessful removal was not reported. At surgery, she was found to have her uterus attached to abdominal wall (interpreted as uterine adhesions) and two areas of endometriosis. A hysterectomy was now planned. The events were serious due to hospitalization or medical significance. Heavy menses are anticipated in the reference safety information of essure, uterine adhesions and endometriosis are unanticipated. Changes in menstrual patterns may occur during the use of essure. This patient had endometriosis, which can be per se a cause of menstrual abnormalities. However, while the causality of endometriosis is considered unrelated to essure, in light of the reported temporal relationship a causal or contributory role of essure for heavy menses cannot be excluded (related). Concerning the uterine adhesions, given the presence of endometriosis as potential alternative cause and the otherwise limited medical information, an inherent causality of essure is considered unlikely (unrelated). This case was classified as incident because of the surgical device removal. Other events of general nature, per se non-serious, were also reported. A product technical analysis is expected. Active follow-up cannot be pursued in this case, as the patient did not provide a contact address.